Event description:
It was reported that the fiber stopped firing, and upon checking it, it was fractured and blackened. Boston scientific has been unable to obtain patient and procedure outcome despite good faith effort.